Event description:
The pt reported on (B)(6) 2014, his blood glucose and insulin history is as follows: time 6:43 am, bg(mg/dl) - high (>500), bolus (u) 9; time 3:42 pm, bg (mg/dl) - high (>500), bolus (u) 9.50. He has been vomiting for most of the day and he has not eaten anything yet. At 7:30 pm, he was driven to the hosp by his wife. Upon arrival, his bg reached 1,275 mg/dl and he was admitted for diabetic ketoacidosis. The pod was removed and discarded. They was placed him on an intravenous insulin drip. He is still currently at the hosp and may be released by (B)(6) at the time of the call.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.